Event description:
On 1/18/99, the rescue squad arrived at the scene to find a 74-year-old male pt in cardiac arrest. It is not known how long the pt was in cardiac arrest prior to the arrival of the emergency team. The defibrillator with r2 electrode pads was attached to the pt. The electrode pads were visually inspected prior to use and appeared normal. The analyze button on the defibrillator was pushed and the unit prompted "motor only". Four sets of electrodes were tried and two different defibrillators were used with the same "motor only" message displayed. The pt was pronounced dead.